Manufacturer narrative:
Additional narrative: product investigation summary: the investigation of the broken screwdriver shows that the tip is broken off due to mechanical overloading during use. The specified dimensions were checked during final inspection and found to be ok. Also, the measured hardness conforms to the specification. No manufacturing- or material- related issues could be identified. Mechanical overloading situation created by applying exceeding torsional force may have caused the rupture. After a device history review and a visual inspection, the conclusion drawn was that a mechanical overloading situation may have caused the breakage. No indication for material or design related issue was found. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Synthes (B)(4) reported an event in (B)(6) as follows: the reported screwdriver shaft, part number, 03.632.400, broke during the final fixation in pelvic fracture case when used in conjunction with part 03.632.049. Part 03.632.049 did not break. There was no delay in the surgery. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient information was not provided by the reporter. Device is an instrument and is not implanted/explanted. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.